Event description:
An aneurx stent graft and its components were implanted into a patient for the endovascular tretment of an abdominal aortic aneurysm. The physician reported there were device migrations in the following journal article: journal of vascular surgery october 2003, harris et al pages 739-749. While it is possible that medtronic has already captured the migration in previous MDR reporting, this information is being reported at this time, as there is no further information provided in the journal article to determine where the event took place, implanting physician, or other specific patient information. No further investigation could be conducted due to lack of information.